Event description:
The pump was returned for service by the reporting facility's clinical engineer. During service, failure code 812:02 was found in the device's event history. The clinical engineer reported to baxter's quality management that there was no report of any pt injury or medical intervention as a result of the failure. It is unknown if the device was in use on a pt when the failure occurred. Details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device.